Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered appropriate shock therapy for a ventricular fibrillation (vf) with variable morphology. The rhythm appeared to self-terminate about 6-7 seconds after the shock. Technical services reviewed the available device data and confirmed normal shock impedance measurements and acceptable r-wave amplitudes. It was noted the patient had a successful shock delivery in 2017 and technical services discussed whether there were any other factors which may have contributed to the recent event. No adverse patient effects were reported. The device remains implanted and in service. During a subsequent device check, x-rays were performed and the electrode was found to be dislodged. A review of previous inquiries about this electrode found it had been dislodged in 2018, as discovered when the patient was set to undergo a magnetic resonance imaging (MRI) scan. At that time no invasive intervention was performed to revise the electrode. A revision procedure was now planned. It was noted the device had been implanted for four years and was included in the emblem s-ICD premature depletion advisory; however, there was no indication the device was experiencing early depletion. The physician elected to explant both the device and the electrode and a new s-ICD system was implanted. No additional adverse patient effects were reported. The explanted products were returned for analysis.